Manufacturer narrative:
As part of a quality system improvement plan (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (post operative adverse result) and product code mbh.

Event description:
Post operative adverse result. The clinical research manager was informed by the study nurse, during a visit to the hospital, that there had been a serious adverse event in the (B) (6) study. The patient had surgery the day before the sae. General complications were reported as pressure stroke/cerebral infarct, and the patient had to be hospitalized. The attached study ae report shows that there is no relationship between the study implant and the adverse event. The patient is likely to be fully recovered.